Event description:
It was reported that a small volume infusor had a leak at the connection between the luer and the blue winged luer cap. This was discovered during storage, after filling with an unknown drug. According to the report, a ruptured bladder was not observed and the luer cap was fastened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 14, 2014-july 15, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the over pouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.